Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the aneurysm enlargement of 7mm, type 3a endoleak (main body and cuff) and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The infrarenal angulation of 73.2° likely contributed to the reported events but could not conclusively be determined. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2 corrections: b2: outcomes attributed to adverse events has been updated b5: describe event or problem has been updated g3: awareness date has been updated h6: health effect - impact code: remove code 4614 h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela infrarenal aortic extension. Approximately three (3) years post initial procedure, a computed tomography (CT) scan showed there was aneurysm enlargement. There was no endoleak visible in the CT images; however, the junction between the stent grafts was bent and type 3a endoleak was suspected. Additionally, it was also noted that the vela spine position appeared to be on the back side instead of the stomach side. The patient is currently being monitored while an intervention is being discussed. Additional information: the physician elected to implant one (1) vela suprarenal aortic extension and one (1) vela infrarenal aortic extension to successfully resolve this event. There was no endoleak observed at the final angiogram.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela infrarenal aortic extension. Approximately three (3) years post initial procedure, a computed tomography (CT) scan showed there was aneurysm enlargement. There was no endoleak visible in the CT images; however, the junction between the stent grafts was bent and type 3a endoleak was suspected. Additionally, it was also noted that the vela spine position appeared to be on the back side instead of the stomach side. The patient is currently being monitored while an intervention is being discussed.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.